Event description:
The customer reported that control knob 1 was broken on the evis exera iii gastrointestinal videoscope. The issue was found during preparation before use inspection. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: nozzle with foreign material and the bending section cover with foreign material.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a leak at the switch 1, a leak at the scope cover. The plastic distal end was dented, the connecting tube was buckled, the nozzle had foreign material and the bending section cover adhesive had foreign material due to insufficient reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the reported foreign material could not be identified, and a specific root cause could not be established. However, it is likely that the foreign material reportedly found on the nozzle and the bending section cover adhesive was due to reprocessing not conducted properly due to leakage from switch 1. This issue is addressed in the instructions for use (IFU): the suggested events are detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif-h185 operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor the field performance of this device.